Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: concomitant devices reported.

Event description:
Concomitant devices reported: unknown lag screw (part# unknown, lot unknown, quantity 1), unknown locking screw (part# unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the received investigation external investigation from the surgical materials testing laboratory (smtl) report was reviewed. The report confirms the breakage of the nail, also it is noticed that the shaft of the nail had a slight bend along the length. If the bend is a damage or if the bend is the normal shape that a nail has is unknown. There is no investigation result provided in the report. The complaint is confirmed as the external report does confirm the complaint condition. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device history lot =manufacturing location: monument, manufacturing date: 29-nov-2018, expiration date: 01-nov-2028, part number: 04.037.130s, 11mm/125 deg ti cann tfna 400mm/right- sterile, lot number: h784275 (sterile). Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55 lot number: 1l48271. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: h613135. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h777423. Part number: 21127, timoagri16.00, bp80 lot number: h748920. Device history review = 03-nov-2020: DHR reviewed by: (B)(4) this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a broken nail was discovered post-operatively. No further information was provided. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot unknown, quantity 1). Unknown locking screw (part# unknown, lot unknown, quantity 1). Unknown end cap (part# unknown, lot unknown, quantity 1). This report is for one (1) 11mm/125 deg ti cann tfna 400mm/right - sterile. This is report 1 of 1 for (B)(4).